Manufacturer narrative:
This device has not been received by this manufacturer. Therefore, a failure analysis is not available and we are unable to determine the relationship between this device and the cause of this event.

Event description:
On october 10, 2006, it was reported to bsc that during an ercp (patient gender and age unknown) the "tip split in the patient after several tried to cannulate." A previous attempt was made with the same results (see associated medwatch report #6000048-2006-00584). The procedure was completed with another bsc jagtome rx. There was no information provided concerning the patient's condition.